Event description:
As reported by the equinoxe shoulder study, the white male had a right tsa. The patient present with disassociation of polyethylene. The patient dislocated shoulder while working out, resulting in disassociation of poly component. The patient underwent revision surgery. The outcome of this event is considered resolved. The case report form indicates that this event is possibly related to the device and definitely not related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
Concomitants: 300-30-07 - equinoxe preserve stem 7mm: (B)(6). 320-02-42 - rs expanded glenosphere 42mm, +4mm offset: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm: (B)(6). 321-52-07 - 3.2mm drill bit sterile: (B)(6). The revision reported may have been due to disassembly and/or dislocation. However, the reported disassembly and dislocation could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: e. The revision reported may have been due to disassembly and/or dislocation. However, the reported disassembly and dislocation could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.